Manufacturer narrative:
The insulin pump was received with a blank display due to a moisture damaged electronic assembly and motor. No constant tone occurred while the device was monitored. The following physical damage was noted: minor scratches on the lcd display window, cracked casing at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that her son went into the pool while wearing his insulin pump and the device stopped working. The patient's blood glucose at the time of incident was 456 mg/dl, which was treated with an insulin pen. The mother confirmed that there was fluid under the lcd display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.